Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a touch screen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse and confirmed the reported issue. The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Based on the review of (user interface issue, touchscreen), found during preventative maintenance (pm) is prior to therapeutic application, outside of clinical use, and presents no direct patient harm. Risk level associated with this complaint is (B)(4).

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that the touchscreen failure was confirmed and caused by unresponsive regions ipap and epap tabs not responding to touch. This failure was caused by the manufacturing process leaving dead spots on the screen. All electrical testing is within specification.